Manufacturer narrative:
On (B)(6) 2021 the customer reported the insulin pump alarmed and then the screen went blank afterwards. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken belt clip rail, cracked keypad overlay, scratched case. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. A second attempt to download a xtest file and then upload the bootloader traces was successful. One occurrence of error code = 0x00000045 followed by two consecutive occurrences of error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is rust in/around the following: home motor switch, motor assembly, and the force sensor. After plugging a known good electrical board 2 and a known good electrical board 1 into the test case, the unit booted up normally. After plugging a known good electrical board 2 into the test electrical board 1 and then into the test case, the device booted up normally again. After plugging the test electrical board 2 into a known good electrical board 1 and then into the test case, the device booted up to a critical pump error (open book image) alarm. The force sensor zero offset out of specifications = 0.00 milivolts. In summary, the customer¿s report of a blank screen was not confirmed during testing. The critical pump error (open book image) alarm, the inability to completely upload all files, and the error codes are due to the rust on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error and was not turning on. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment and spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.